Event description:
Related manufacturer report number: 3006705815-2022-00131, 3006705815-2022-00133, 1627487-2022-00180, 1627487-2022-00181. It was reported the patient had their system explanted due to an infection. The location of the infection is unknown. The patient was given IV and oral meds. The infection has resolved.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.